Manufacturer narrative:
The cause of discordant elevated ltni result is unknown. Siemens healthcare diagnostics headquarters support center evaluated the information provided. No sample was provided for siemens evaluation. Quality control was within laboratory range on the date of testing. It was stated that a sample from the same patient was run with the original ltni method at the original facility after treatment with a heterophile antibody blocking tube and a lower result was obtained. The IFU for dimension® ltni flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." Siemens headquarters support center (hsc) has concluded their investigation with root cause unknown. The device is performing within specification. No further evaluation of the device is required.

Event description:
A discordant elevated cardiac troponin I (ltni) result was obtained on a patient sample on the dimension xpand plus hm instrument. The result was reported to the physician. The patient was transferred to an alternate facility for monitoring. New samples were tested with an alternate siemens methodology and lower cardiac troponin I results were obtained on the same patient. There are no harm to the patient. There were no reports of patient intervention or adverse health consequences due to the discordant elevated ltni result.